Event description:
It was reported that the procedure was being performed on a female patient with sepsis. There was an issue with the spring wire guide (swg). No further details are available. It is unk if there was a delay in treatment and the pt later expired.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.